Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis showed that the long45a device was received with the firing trigger damaged and with a 6r45b partially fired reload present. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Event description:
It was reported that during a robotic prostatectomy procedure, the device would not fire. Another device was used to complete the procedure. No adverse consequences reported.